Event description:
An ongoing issue was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.